Event description:
Out of the box failure due to a nitrous leak within the controller body. As a result of the leak, the balloon did not fill as designed (unable to provide therapeutic treatment). FDA safety report ID # (B)(4).